Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Svc coil impedance spiked to 254 ohms from a trend in the 60 -70 ohms range. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant products: 6935-65 lead implanted: (B)(6) 2013; d224drg ICD implanted: (B)(6) 2011.

Event description:
It was reported that a lead integrity alert (lia) triggered, and the patient presented to the hospital. High impedance was exhibited with the superior vena cava (svc) portion of the right ventricular (rv) lead, and it was further noted that both the right ventricular (rv) coil and pace/sense portions had previously been capped and replaced, due to an earlier problem. The svc portion of the lead was also capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.